Event description:
After deployment of the fast-fix suture bars, the sliding knot did not advance and tighten over the meniscal tear. The suture was cut, leaving a suture bar in the joint capsule. The repair was completed with another fast-fix device. No surgical delay, further procedural complication or injury to the pt was reported.